Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit was repaired. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, h6 (problem code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a broken part and was repaired. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found broken p-clip. In order to fix the issue fse, replaced broken p-clip . The failure analysis and testing department received the following part associated with this complaint: cable tie, 5/16 nylon. This part was received with a reported unit failure message of broken. Performed visual inspection of this part received and found cable tie was broken. The failure analysis and testing dept. Verified the failure message of broken cable tie. Retaining cable tie in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.